Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4). Package seal integrity poor / questionable. One photo was provided to our quality team for investigation. The image shows one syringe in an unsealed package with the side seal opened greater than 1". The condition observed is non-conforming per product specification. Potential root cause for the package integrity defect is associated with the packaging process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4256360. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309646. Batch#: 4256360. It was reported that the bd luer-lok package seal integrity was poor / questionable. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Seam on package not completely sealed. Additional information provided: 1. Are you able to provide photos of the damaged items? Yes, attached. 2. Can you describe the external condition of the box upon receipt, any signs of mishandling? Unable to describe. Pulled from stock. 3. Did you notice any unusual sounds or shifting inside the box when handling it? No. 4. Can you describe any damage found to the items inside (including quantity/cases/shelf pack affected?) No.